Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an exchange due to driveline damage.

Manufacturer narrative:
The correct date for the previous report is 28jan2020.

Event description:
It was reported that the log file contained abnormal pump stoppages while the patient was connected to battery power. This was followed up with a driveline disconnect from the controller. The patient switched themselves over to the backup controller and had similar alarms on the back up as well. These events were associated with a phase to phase short (multiple wire damage). The x-rays sent over contained no obvious areas of concern. Patient was recovering from surgery.

Manufacturer narrative:
Section d4 & h4: additional information section d10 & h3: corrected information manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal and external driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 8.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 33¿. Evidence of a previous driveline repair was observed on the 33¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Upon disassembly of the previous dl repair, a break in the copper tape was observed at the distal end, approximately 23¿ from the metal connector. Visual inspection revealed a breach in the insulation of the yellow wire at the location of the damage in the copper tape. A small amount of corrosion was observed within the insulation breach, indicating that the exposed conductors of the yellow wire could have made contact with the copper wrap to product an electrical short. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the wire at this location. Electrical continuity was performed on the green and black wires of the 8.5¿ pump-end dl segment, as well as the green, yellow, and orange wires of the 33¿ dl segment. These wires were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during this test, despite manipulation of the driveline. The remaining wires for each dl segment were not tested for electrical continuity due to the proximity of the wire damage to the severed ends of the dl segments. Visual inspection of the 8.5¿ pump-end dl segment revealed breaches to the insulation of the brown, red, orange, and yellow wires approximately 8.25¿ from the pump housing. Visual inspection of the 33¿ dl segment revealed breaches to the insulation of the black, brown and red wires approximately 32.75¿ from the metal connector (figure 6). Further inspection revealed breaches to the insulation of the orange and black wires approximately 32.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the wires contacted the braided shield, or the exposed conductors of the yellow wire contacted the copper wrap while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. Incidental findings: damage to the copper tape at the previous driveline repair site. No further information was provided. The manufacturer is closing the file on this event.